Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. Note that the h.6. Codes have been updated to reflect the new information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was reported from manufacturer representative (rep). Rep reported impedance values were normal during visit. The initial report of impedance noted was incorrectly submitted by rep. This event is no longer a reportable event. MDR decision corrected too not reportable. No additional supplemental mdrs are required unless additional information received makes the event reportable. Due to gch functionality, the complaint flag cannot be flipped to 'no' as a regulatory report exists in this pe.

Event description:
Additional information from the manufacturer representative indicated that, after follow-up with the provider, impedances were confirmed to be within the normal range and no out-of-range values were noted upon review.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that an impedance noted during impedance check. Per provider this has been a known impedance at previous visits w unknown cause/reason.

Manufacturer narrative:
Continuation of d10: product ID: 3708660, serial# (B)(6), implanted: (B)(6) 2014, product type extension product ID: 3387s-40, lot# va0j5db, implanted: (B)(6) 2014, product type lead product ID: 3708660, serial# (B)(6), implanted: (B)(6) 2014, product type extension product ID: 3387s-40, lot# va0hyjm, implanted: (B)(6) 2014, product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 3708660, serial/lot #: (B)(6), ubd: 21-oct-2017, UDI#: (B)(4); product ID: 3387s-40, serial/lot #: (B)(6), ubd: 25-feb-2017, UDI#: (B)(4) ; product ID: 3708660, serial/lot #: (B)(6), ubd: 08-may-2018, UDI#: (B)(4) ; product ID: 3387s-40, serial/lot #: (B)(6), ubd: 08-jan-2017, UDI#: (B)(4), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.